Manufacturer narrative:
On 11/12/2019, the product investigation was completed. Device investigation summary: during evaluation of the sample, it was found to be ruptured. It was received in three pieces. Since the authorization for return and examination of medical device form was not signed and/or returned to mentor, mentor product analysis lab was precluded from further evaluating the device. No other anomalies were discovered. The manufacturing records were reviewed, and the manufacturing criteria were met prior to the release of this lot. Possible causes of rupture of gel-filled implants include but are not limited to the following events: damage from surgical instruments, intraoperative or postoperative trauma, excessive stresses or manipulations as may occur during normal, daily routines including customary and purposeful trauma to the breast. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Based on the information reported and/or the product investigation, there is no evidence that the issue is related with the manufacturing process. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: silent rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient who underwent primary breast augmentation with two 500cc mentor memorygel breast implants, suffered bilateral rupture post-operatively. As a result, the patient underwent bilateral removal on (B)(6) 2019.this medwatch form is for the right breast prosthesis.